Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device was received with no telemetry and no information. There is no way to reach an analysis conclusion without any data from the time of implant. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted. The device tested out of specification. No patient complications have been reported as a result of this event.